Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Technical services (ts) was consulted and troubleshooting was performed with two communicators, with this device emitting tones so therapy was expected to be available. Replacement was recommended. Subsequently this device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. After chilling the device, rf telemetry was established, suggesting a potential intermittent, temperature-dependent issue within the rf circuitry. Review of the device log files, as well as the programmer log file data from the replacement procedure, revealed multiple interrogation sessions with zero (0) minutes recorded for actual connect time, consistent with the reported clinical observations of difficulty establishing a successful connection with this s-ICD. Additional testing was conducted to further evaluate the intermittent difficulty encountered with establishing telemetry with this device; the rf wake-up periods were monitored while the device was subjected to varying temperatures. Although there were wake-up periods during this testing that were observed to be within the operational threshold (at least 1.8 milliseconds), most of the wake-up periods measured above room temperature were less than the operational threshold. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the s-ICD. Although this behavior resulted in the observed interrogation difficulties, please note that tachycardia therapy remained available to the patient.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Technical services (ts) was consulted and troubleshooting was performed with two communicators, with this device emitting tones so therapy was expected to be available. Replacement was recommended. Subsequently this device was explanted. A new device was implanted. No additional adverse patient effects were reported. This device has been returned and analyzed.